Event description:
The customer reported that the system displayed a communication failure that required a system reboot to clear. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and power suply were replaced. The system was then found to be operating as intended.